Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was manufactured more than 15 years ago; since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the cable, charged coupled device (ccd), and scope mount based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had noise that appeared on the image. It was unspecified when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the camera head had noise that appeared on the image. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.